Manufacturer narrative:
A software investigation was performed by reviewing session records and/or data logs provided from the customer and the reported event of reset and short battery longevity was confirmed. The root cause for the depressed battery level is due to the device power-on reset that was likely caused by the ablation procedure. It is known that an lp¿s battery will experience a temporary decrease in sustained voltage level during recovery from an lp reset.

Event description:
During a follow-up, the leadless pacemaker was interrogated and found to be at less than three months longevity. The patient had an ablation procedure the day prior which resulted in the diagnostic anomaly. At a subsequent interrogation, the longevity estimation was normalized. The patient was stable.

Event description:
Additional information was received that the ablation procedure caused the lp to enter power-on reset (por). The por was resolved to device download.